Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to how she was feeling/her normal blood glucose results. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time a couple of weeks prior to contacting lfs. The patient was unable to provide the exact result that she felt was inaccurately high. The patient denied managing her diabetes with medication and stated that she continued her normal diabetes routine despite the alleged issue starting. The patient claimed that she "passed out" 5 minutes after the alleged issue began. The patient mentioned that she treated herself with glucose tablets/glucose gel. The patient denied using another device to test her blood glucose. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The alleged issue was resolved with training. Replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly "passed out" as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.